Manufacturer narrative:
The reporter contacted animas on (B)(6) 2014 with additional information, alleging a battery life issue with a cracked battery compartment with evidence of moisture ingress. There is no indication that the product issue caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the following a battery change, the pump alarmed for an unspecified issue. It was reported the issue occurred after multiple, subsequent battery changes. A power loss was not indicated. Additional information was not provided and troubleshooting could not be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/07/2014 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed data evidence of shortened battery life. Two battery compartment cracks were observed. Moisture was observed within the battery compartment. The returned battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump¿s power draws were found to be within specification. There was no evidence of damage or defect to the pump¿s internal components.